Event description:
The user facility reported a nurse incurred a needle stick. Follow-up communication with the user facility confirmed the following information: (1) the nurse put the inner needle on the waterproof sheet which was spread out under the patient's arm after removing the inner needle from the patient; (2) after the procedure, the nurse wrapped the inner needle up in the waterproof sheet to discard; (3) at that moment, the nurse incurred a needle stick; (4) the nurse was tested for infectious disease; (5) the nurse was uninfected; and (6) no harm to the patient.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. This device was manufactured 04/23/2014 through 04/24/2014. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found that the safety cover shielded the tip of the needle. Comparing the safety cover of the returned sample with one of normal product confirmed the safety cover was deformed. The guard of the actual sample was not on the right position. A review of manufacturing and inspection records of the detector for safety cover deformation revealed no abnormality. A review of the device history records confirmed that there were no production related problems for this lot number. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely some force was added to the safety cover after shielding the tip of the inner needle for example "wrapped the needle up in the drape." The safety cover may have deformed by some force and released the safety cover. The device labeling does address the potential for such an event in the instructions-for-use by statements such as, (1) "dispose of the needle immediately into sharps container." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).